Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disease and underwent spinal arthrodesis. During surgery, the driver was broken. The product came in contact with the patient. No fragment of the instrument were remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately 4mm of the instrument tip has been broken off and not returned for analysis. Optical examination of the fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.